Event description:
Ous MDR - the patient arrived for a routine follow up. Interrogation of the device revealed 7 vf events that were identified as noise on the electrode. The ICD perform several charge events but aborted with no shocks. All measurements were normal. The original implantation took place on (B)(6) 2007 and the device was replaced a month and a half ago due to eri (on (B)(6) 2013). The first noise event was recorded on the (B)(6) 2013, three weeks after the ICD replacement.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received data were inspected and confirmed the clinical observation. The available iegms revealed the presence of noise in the ventricular channel, starting from (B)(6) 2013. Shocks were not delivered. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. For further insights, an analysis of the lead would be required.

Manufacturer narrative:
On 9/2/2014: additional information was provided informing us that on (B)(6) 2014 a home monitoring alert regarding inappropriate vf was sent. After checking the event we could clearly see that it is due to noise on the rv lead. A long and stable decrease in rv lead impedance for the last 18 months (from 740 ohm to 480 ohm) was noted. The rest of the technical parameters were good and stable from implantation. The physician decided to perform an rv lead addition procedure within the next week. The lead under complaint has not been returned for analysis. Therefore, the new evaluation of this case is based on the previous analysis results as well as on the investigation of the newly received home monitoring data. As indicated in our previous report, the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The evaluation of the previously available data revealed the presence of noise in the right ventricular channel, starting from (B)(6) 2013. No shocks were delivered. The newly received home monitoring data, dating from (B)(6) 2014, were critically evaluated. The inspection revealed the detection of a vf episode as a result of the presence of noise in the right ventricular channel. No shocks have been delivered to this time. The impedance values were compared to those of the previous data and revealed a decreased right ventricular pacing impedance with respect to the previous values. The clinical observation was confirmed.